Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The micro sagittal saw was sent in for evaluation because it was leaking during a procedure. The fluid leaked into the surgical site. Irrigation was used to clean the site. The procedure was completed with a readily available replacement device; without any clinically significant delay. No additional medical treatment or follow up was required for the pt as a result of this event.